Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. It was reported that a non-healing ulcer was experienced and in-stent restenosis occurred. In (B)(6) 2013, the patient's (B)(6) assessment was category 3 and the patient was treated on the same day. The target lesion located in the left distal superficial femoral artery (sfa) had 80% stenosis, reference vessel diameter of 6mm, a length of 100mm, and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of a 7 x 119 x 130 innova stent and post-dilatation with 0% residual stenosis. The patient was treated as an outpatient. In (B)(6) 2014, the patient was diagnosed with atrial fibrillation. Medication was given to treat this event. On the same day, the event was considered to be resolved without residual effects. Sixteen days after, the patient presented with non-healing ulcer in the left foot. An aortogram was performed which revealed 70% sequential in stent restenosis in the left sfa. The 70% restenosis in the left sfa was treated with percutaneous transluminal angioplasty (pta) with a drug eluting balloon. On the same day, the event was considered to be resolved without residual effects.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, the patient presented with non-healing ulcer of the left foot. Doppler study of lower extremity revealed high grade obstruction in the right mid sfa and 70% obstruction in the left mid sfa, due to which follow up study with angiography was recommended. Following treatment of 70% in-stent restenosis in the left sfa, the in-stent restenosis was reduced to luminal irregularities. Additionally, laser atherectomy and pta of the left posterior tibial artery was also performed.